Event description:
It was reported this ureteral stent was placed in a malignant ureteral stricture in an ovarian cancer pt. It was indicated the stent was too soft which resulted in insufficient drainage. Sometime post stent placement the pt expired. Co's attempts to gain further details regarding the circumstances of this event have been unsuccessful. This device has not been returned for evaluation. Therefore, no failure analysis is available. Although it was indicated the pt expired no confirmation could be obtained that the death was related to this device. Also, it was not indicated that any retrieval of the device was made, nor how long after stent placement the pt expired. Without further details about this event, and without evaluating the device, co is unable to determine the cause for this event.